Event description:
A report was received that the patient is experiencing a burning sensation around the distal end of the leads. The patient received epidural injections for the discomfort.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2138-50 serial#:(B)(4) description: scs 50cm iii lead.

Event description:
A report was received that the patient is experiencing a burning sensation around the distal end of the leads. The patient received epidural injections for the discomfort.

Event description:
A report was received that the patient is experiencing a burning sensation around the distal end of the leads. The patient received epidural infections for the discomfort.

Manufacturer narrative:
Additional information was received that the patient did not receive injections. The patient received flector patches for the discomfort.